Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Block d2b: pro code (product code): qrb. Block d6b: explant date: 2023. Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 19853544. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had multiple surgeries for loose wires, leads detaching and implantable pulse generator (ipg) being loose. It was noted that the patient was tired of being cut open to replace things. It was also reported that the patient experienced inadequate pain relief. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure.